Event description:
It was reported that during a follow-up in-clinic check, high thresholds were noted on the right ventricular (rv) lead. An x-ray showed the rv lead had pulled back. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.